Manufacturer narrative:
(B)(4). (B)(6). Additional concomitant medical products: persona femoral cemented cr standard cat#: 42502606401, lot#: 63405119; persona femoral cemented cr standard cat#: 42532007901, lot#: 63205330. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:3007963827-2018-00022, 0002648920 - 2018 - 00110, 0001822565 - 2018 - 00790. Remains implanted.

Event description:
It was reported that the patient's knee is swollen and red. Patient suffered elevated temperature and nausea two days after initial knee arthroplasty.

Manufacturer narrative:
Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. There are warnings in the package insert that this type of event can occur. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.